Manufacturer narrative:
It was reported by customer that max zero connector disconnecting itself from spinning spiros closed male connector. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz1000-07 lot number 23045192 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxzero needleless connector was disconnecting the following information was received by the initial reporter with the following verbatim: max zero connector disconnecting itself from spinning spiros closed male connector. See attached photo for additional details.